Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blackout. The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6. The device was returned to olympus and the customer's reported issue of blackout was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: screen occasionally became noisy. Based on the results of the investigation, a definitive root cause for the blackout could not be determined as the reported issue was not reproduced. In regards to the noisy screen, it is likely the issue occurred due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.